Event description:
It was reported that the cement had extremely variable setting times even though it was in the same temp theatre and mixing process was the same and no monomer spillage and the same nurse mixing.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.